Manufacturer narrative:
The manufacturer previously reported receiving information alleging a red alarm and lines in lcd screen. There was no patient harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower, system board and internal battery were replaced to address the issues.

Event description:
The manufacturer received information alleging a red alarm and lines in lcd screen. There was no patient harm or injury reported. The device evaluation process has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.